Event description:
It was reported that the patient had an infection at the pocket site. About three weeks later it was reported that the whole system was explanted. The patient was placed on antibiotics and once healed will be re-implanted with a new system. Three days later, it was reported that the patient was given keflex and levaquin on (B)(6) 2013. A culture was positive for staphylococcus aureus on (B)(6) 2013. The patient had a follow up appointment ¿this coming week.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information stated the infection was resolved and the healthcare provider wanted to wait 4-6 weeks after infection cleared to do another implant.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va080te, implanted: (B)(6) 2013, product type lead. (B)(4).